Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the catheter is indwelling, and a 10ml empty needle is used to flush the catheter during weekly routine catheter maintenance. When the catheter is flushed, the catheter is ruptured, the catheter is removed, and the catheter is reinserted. Patient experienced pain. No other information was provided.